Event description:
(B)(6) clinical study. Same case as: 2134265-2013-03738. It was reported that following a percutaneous coronary intervention, myocardial infarction occurred. In (B)(6) 2010, two 12 x 2.25mm taxus liberté ato stents was implanted in an unspecified vessel. On (B)(6) 2013, the patient presented recurrent ischemic symptoms lasting 10 minutes or more and EKG changes were observed. Cardiac enzyme tests, echocardiogram and repeat coronary angiography were performed as a result of this event.

Manufacturer narrative:
Device is a combination product. The device was not returned to the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).